Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by zoll trained distributor. The user advisory (ua) 45 (not at "home" position after power-on/restart) error message was cleared. Since the issues were resolved, service was not required to be performed by zoll.